Event description:
Rptr received a laser resurfacing on face resulting in a severe burn that has caused permanent scarring, pigmentation changes, and sensory changes. Where rptr lives most drs didn't want to get involved and even with medical intervention which took a long time to receive, rptr still has permanent damage.